Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to draw blood through a one-link device. The reporter stated that they "just get bubbles¿ while attempting the blood draw. There was no report of patient injury or medical intervention associated with this event. No additional information is available.